Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus shanghai (osh), (received at osh on 2022-11-29). The evaluation at osh confirmed the reported image error (green image) and traced the failure back to a defective r-unit. Therefore, this event/incident was attributed to component failure. Furthermore, cuts in the gray protection hose, scratches in the video cables, and wrinkling of the kink protection sleeve were determined. These issues are most likely attributable to improper handling and age-related wear and tear. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during preparation for use for an unspecified therapeutic laparoscopic procedure the video telescope was found to display a green image. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.